Event description:
A health care professional (hcp) reported that the iolmaster 700 is erroneously selecting another patient on modality worklist (mwl) rather than the highlighted patient. There is no injury reported to the patient, user, or third party due to the reported case.